Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device two times and it was working well. When he took the device to use it again, he saw that the clip was not placed properly into the jaws of the device. He took the device outside of the abdomen and reloaded it again, then he fired a few more times and the clips "was closed not good" with the legs of the clips not parallel to each other. The surgeon took out the device and tried to reload it, he noticed that it was very hard to close the trigger and then he opened a new device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90n86. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. In addition, there were difficulties to fire the trigger and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling the latch was found to be damaged, leading to the difficulties to fire, however no conclusion could be reached as to what may have caused this condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.